Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported in a general surgery the device wasn't work after firing, there was a locking issue. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #669c18. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 24 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Upon visual inspection of the reload, 3 b-formed staples and a slight damage was on the reload deck and also, damage was noted in the edge. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The device opened and closed as expected. The damage to the cartridge deck is consistent with the device being clamped over a hard object and the damage in the edge is consistent with an improper loading technique. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, ensure that the cartridge/reload fork and the anvil fork are aligned. Close the alignment/locking lever completely when the tissue is properly in place. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 669c18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer: nothing related to patients was happened at that time.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024.